Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding ligation procedure performed on (B)(6), 2020. According to the complainant, during the procedure, an elastic band was tried to deploy; however, an elastic band would not deploy and was still attached on the ligator head. Then, the handle was able to be rotated again, but still the device would fail to deploy any elastic band. Reportedly, the scope together with the whole device were removed from the patient, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also noted that the trip wire was partially rolled in the handle assembly. The trip wire was bent in several locations and it was secured in the handle slot. A crimp was present on the trip wire and the suture was intact and attached to the trip wire. All bands returned were still attached to the ligator head with some bands overlapped to each other and some bands were damaged, indicating the deployment failure. Additionally, the suture hole did not have any visual damage and the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. Based on the evaluation of the returned ligator head, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity moving bands without being properly deployed, and contributing to the reported issues. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an elastic band was tried to deploy; however, an elastic band would not deploy and was still attached on the ligator head. Then, the handle was able to be rotated again, but still the device would fail to deploy any elastic band. Reportedly, the scope together with the whole device were removed from the patient, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.